Manufacturer narrative:
Device is combination product. Device code 2524 relates to component code 3038. Device evaluated by MFR.: the returned device consisted of a taxus liberte monorail stent delivery system (sds) with product mandrel and balloon protector. There was contrast in the inflation lumen. The stent had moved on the balloon .5mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. There was tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. A thorough analysis of the returned device was insufficient to confirm the complaint event. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The lesion was located in the severely calcified left anterior descending. The 2.25 x 32mm taxus liberte (mr) ous stent delivery system was advanced, but failed to cross the lesion. The procedure was competed using another of the same device and the patient's status was reported as stable. However, device analysis revealed the stent moved on the balloon.